Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, "the stitch did not hold" and hemostasis was not achieved. The proglide device was removed and the method that hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
Evaluation summary:the plunger, suture, link, needles, and cuffs were not returned with the device resulting in the investigation being limited. Without the return of the suture, the investigation could not determine if the suture knot was successfully delivered to the arterial surface to close the vessel. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the device performed according to specification and a root cause related to the reported event could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported to boston scientific corporation that "immediately after surgery" performed using an uphold vaginal support system around (B)(6) 2010, the patient presented with "butt pain." The physician reportedly prescribed ibuprofen and percocet for the pain (dosage and duration of prescription unknown). The patient is reportedly "better" at three weeks from the onset of the pain, which has "mostly resolved." It was also reported that the "sui and cystocele resolved." (Relationship of the sui to the uphold device or its placement procedure is unknown). No further intervention is planned by the physician.